Event description:
Patient was in radiology department for be with gastrografin exam. During exam it was necessary to move patient caudad. This was accomplished by moving the table. When the technologist looked, it appeared the patient had his fingers under the pillow, so continued to move the table until the patient notified him that his finger was caught, technoloist immediately removed it, contacted supervisor, wrapped finger, x-rayed it and completed exam. Supervisor notified chief radiologist, nursing supervisor for 309b and alerted them that x-ray revealed a fracture. Patient was returned to beddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - inadequate. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.